Manufacturer narrative:
Batch reviews performed on 05 july 2021: lot 174737: (B)(4) items manufactured and released on 11-jen-2018. Expiration date: 27-12-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event. Additional devices involved: batch reviews performed on 05 july 2021: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 174737: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 07-03-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event. Review for reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 179120: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 07-03-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other reported event. Reverse shoulder system 04.01.0155 glenoid baseplate ø27x25 (k170452) lot 175040: (B)(4) items manufactured and released on 14-mar-2018. Expiration date: 23-03-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other reported event. Preliminary evaluation performed by medacta shoulder r&d project manager: the x-rays show that the glenosphere screw is partially unscrewed and the glenosphere is dissociated from the baeplate and rotated superiorly. The liner appears to be damaged on the chamfer following friction with the scapula after the glenosphere dissociation and subsquent joint dislocation. The glenosphere backsurface shows circular black markings likely due to friction with one peripheral screw. With the information at hand it is not possible to determine whether this contact was caused by incomplete seating of the screw or the screw backed during the months after the surgery. Clinical evaluation performed by medacta medical affairs director: 2 years after primary rsa, the glenosphere rotates about the baseplate and the joint subluxates. The scapula articulates against the humeral insert and causes significant wear. Signs are present behind the glenosphere, indicating that it was not fully seated on the baseplate, which caused unscrewing of the central fixation screw. This was probably due to one of the baseplate screws backing out, or never reaching the final seating, as demonstrated by the circular marks behind the glenosphere.

Event description:
Revision surgery performed 2 years and 4 months after the primary due to shoulder luxation. During the surgery, it was noticed: metallosis, insert deformation and the glenosphere was unscrewed easily. During the x-ray and photo analysis, it was noticed: dissociation of the glenosphere from the baseplate, unscrewing of the glenosphere screw, rotation of the glenosphere. The liner appears to be damaged on the chamfer following friction with the scapula after the glenosphere dissociation and subsequent joint dislocation. The glenosphere back surface shows circular black markings likely due to friction with one peripheral screw.

Manufacturer narrative:
Visual inspection performed on friday,16th july 2021, by medacta shoulder r&d manager: the glenosphere has circular markings on the spherical back surface, probably due to friction with the glenoid peripheral screws. The glenosphere screws is partially discoloured and has scatches on the outer surface. The outer rim of the liner is massively damaged likely following friction with the scapula. The reverse metaphysis has minor bone residuals on the ha coated surfaces. No action is suggested.